Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: simultaneous atrioventricular node ablation and leadless pacemaker implantation. Heart rhythm case reports. 2017; 3(3):186-188.

Event description:
A journal article was reviewed which contained information regarding leadless implantable pulse generators (ipg). The article reports that during the implant procedure the patient also required ablation. An ablation catheter was advanced through the 27f sheath, but there was significant leakage through the hemostatic plug. A 14fsheath was inserted into the sheath, which achieved hemostasis, but there was still leakage when the ablation catheter was advanced. A 8f sheath was inserted into the 14f sheath, and the hemostatic plug stayed intact for the procedure. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.